Manufacturer narrative:
The reported complaint of "the lcd screen of the autopulse platform (sn (B)(4) doesn`t display anything" was not confirmed during functional testing and visual inspection. During testing, no device malfunction was found, and the autopulse platform functioned appropriately and as intended. During the visual inspection, unrelated to the reported complaint, noticed the front enclosure cracked and appeared to be the characteristics of user mishandling such as a drop. The front enclosure needs to be replaced to remedy the observed issue. A review of the autopulse platform archive was performed, and no significant discrepancies were noted. The autopulse platform passed initial functional testing without any fault or error. The customer's reported complaint could not be replicated, as the lcd was functional. The lcd connector and all the wiring cables were checked. The autopulse platform power was cycled 10 times without any issues. After the service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During the shift check, the lcd of the autopulse platform (sn (B)(4) was found to be blank, however, the platform was functional. No patient involvement.